Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no physical damage on the pump. Review of the event history log showed the date setting was misaligned, and there were repeated occurrences of power on/power off. Functional testing found that the battery was not stable. The investigation determined that damage to the battery contact in the rear housing was the cause of the reported issue. The rear housing was replaced. As the pump was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported, that during the use of the pump. The customer noticed the batteries were unable to be loaded in place, due to an anomaly in the battery contact plates. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.